Manufacturer narrative:
Conclusion - a root cause analysis could not be determined as the sample was not returned for the investigation. The device history could not be reviewed because the lot number is unk.

Event description:
After insertion, the catheter separated from the adapter. The catheter did not get into the pt's vein as the clinician was able to pull it out with his fingers. The pt died from cardiac arrest during transport. The clinician said he didn't believe that our product was responsible for the pt's death.